Event description:
They "couldn't aspirate the pump during catheter evaluation." The device system was used to deliver morphine, clonidine, and bupivacaine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
The clinician was unable to aspirate from the side port on (B)(6) 2011. A CT scan without contrast was done on (B)(6) 2011. The catheter tip was found at t12. It was noted it lies immediately against the dura posteriorly. This argues against the presence of a granuloma since a granuloma would expect to displace the tip away from the dura. The device was interrogated on (B)(6) 2011 and was found to be normal.

Event description:
Additional information: the device was interrogated on (B)(6) 2011 and (B)(6) 2012 and results were normal. Patient outcome was noted as ongoing with no further action needed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).